Event description:
It was reported post implant a realize adjustable band, during a fill, the surgeon tried to aspirate fluid but could not. A CT scan was performed and the tubing appears to be disconnected from the port. The patient has a follow up appointment to discuss reconnecting the tubing. The surgeon plans to explant the original port and put in a new port. The device is still implanted.

Manufacturer narrative:
(B)(4). Information unavailable. The device was not returned. Device remains implanted.